Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) due to syncope/near syncope. Interrogation of the device indicated atrial lead oversensing of premature ventricular contractions (pvcs) on stored electrograms (egms). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.